Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and loose motion. The same day as event onset, the patient was hospitalized and treated with injection meropenem (500mg, twice a day, intravenous, discontinued) injection vancomycin (1gm, intravenous, once a day, discontinued) and injection amikacin (100mg, unknown frequency, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient discharged from the hospital and recovered from peritonitis. Pd therapy is ongoing. It was reported that the retraining on the proper aseptic technique is pending. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.